Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a decrease in sensing and an increase in capture threshold were observed. Dislodgement of the rv and ra leads were confirmed via fluoroscopy. Lead was explanted when repositioning was unsuccessful. Patient condition was good after the event.